Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin on board remained static for approximately 2 hours. In addition it was reported the insulin gauge remained at 240 units of insulin for approximately 2 hours. Customer's blood glucose level was 258 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.